Event description:
It was reported that the device's top screen shows only lines. It was also reported that the device can still entering in monitoring activities. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.